Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to disconnection or a short-circuit of the image sensor cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a noisy and disappearing image due to disconnection or short-circuit of the image sensor cable. It was also observed that the curved rubber adhesive is missing. The operating part of the bending angle was loose. The operating part of the lock engagement lever is cracked, damaged and, or deformed. The main unit part is cracked, damaged, and or deformed. It was also observed that the cover for unit switch 1 is cracked, damaged and or deformed. Also, the video connector case was damaged. The light guide cover glass was cracked and or damaged. Lastly, scratches were found on the following unit parts: the grip, bending cover, universal cord, the light guide connector, light guide cover glass surface, and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope experienced a noisy image and image disappearing at an angle. There was no patient/user harm or injury reported due to the event.